Manufacturer narrative:
The returned locking cortical screw piece was examined under magnification. The screw was damaged on one end (the screw head end), presumably from being cut on the other side of the bone by the surgeon. Additional mdrs associated with this event: 3025141-2020-00239: driver.

Event description:
A screw was being implanted into a patient. While inserting the screw, the driver tip broke off in the screw head and could not be removed and was left implanted. The screw (with the driver tip) was locked in place but was found to be too long and in the joint. The screw was shortened as possible from the underside of the bone.